Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic') in a (B)(6) year-old female patient who had essure (batch no. A45110) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included constipation chronic, menstrual disorder, ovarian cyst, chronic interstitial cystitis, knee pain, stiff knees, knee swelling, muscle weakness, difficulty in walking, abnormality of gait, migraine, headache, tonsillectomy, dizziness, nausea, emesis, dysthymic disorder, tobacco user, decreased appetite, abdominal pain lower, fever, diarrhea and weakness. Concurrent conditions included chickenpox, rash, rosacea, thyroid disorder, paratubal cyst, attention deficit/hyperactivity disorder, peptic ulcer disease, muscle weakness lower limb and dysthymic disorder. Family history included cardiovascular disease, unspecified. Concomitant products included bupropion, celecoxib (celexa) and clonazepam for depression and anxiety as well as cetirizine hydrochloride (zyrtec), cyanocobalamin (cyanocobalamine), ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe), hydrocodone, ibuprofen, lidocaine, medroxyprogesterone acetate (depo-provera)(B)(6) 2012 to (B)(6) 2013, nabumetone and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2013, the patient experienced endometriosis ("other injury(ies) or complication(s) please describe: endometriosis"), 11 months 7 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oophorectomy - left unilateral salpingectomy - right). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, anxiety, depression and dysmenorrhoea was resolving, the menorrhagia, vaginal haemorrhage and dyspareunia had resolved and the endometriosis outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded; on (B)(6) 2012: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, dysmenorrhea, dyspareunia, anxiety, depression, endometriosis.'' Most recent follow-up information incorporated above includes: on 9-jul-2019: plaintiff fact sheet and medical record was received. Lot number were added. Events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dyspareunia (painful sexual intercourse), endometriosis., depression, mental anguish, dysmenorrhea (cramping). Reporter information, medical history, concomitant drug, events onset date, events outcome, lab data, essure removal date were added. Device category changed from device other event to incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic/pelvic pain is getting bad too / chronic pain') in a 35-year-old female patient who had essure (batch no. A45110) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anguish in (B)(6) 2011, constipation chronic, menstrual disorder, ovarian cyst, chronic interstitial cystitis, knee pain, stiff knees, knee swelling, muscle weakness, difficulty in walking, abnormality of gait, migraine, headache, tonsillectomy, dizziness, nausea, emesis, dysthymic disorder, tobacco user, decreased appetite, abdominal pain lower, fever, diarrhea and weakness. Concurrent conditions included depression since (B)(6) 2011, chickenpox, rash, rosacea, thyroid disorder, paratubal cyst, attention deficit/hyperactivity disorder, peptic ulcer disease, muscle weakness lower limb and dysthymic disorder. Family history included cardiovascular disease, unspecified. Concomitant products included bupropion since (B)(6) 2011, celecoxib (celexa) and clonazepam since (B)(6) 2011 for depression and anxiety as well as cetirizine hydrochloride (zyrtec), cyanocobalamin (cyanocobalamine), ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) from (B)(6) 2012 to (B)(6) 2013, hydrocodone, ibuprofen, lidocaine, medroxyprogesterone acetate (depo-provera) (B)(6) 2012 to (B)(6) 2013, nabumetone and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems condition:mental anguish / psych injury") and depression ("psychological or psychiatric problems condition:depression / psych injury/psych injury"). On (B)(6) 2013, the patient experienced endometriosis ("other injury(ies) or complication(s) please describe:endometriosis"), 11 months 7 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia) / menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("discharge"), decreased appetite ("I dont want to eat either"), asthenia ("I have no energy"), feeling abnormal ("this is just awful/now I am just miserable"), oropharyngeal pain ("my throat is so sore too"), arthralgia ("lot of joint pain"), fatigue ("fatigue") and abdominal pain ("abdominal pain") and was found to have weight decreased ("I just lost 7 ibs in 2 weeks"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy - left unilateral salpingectomy - right). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, dyspareunia, dysmenorrhoea and abdominal pain had resolved, the endometriosis, vaginal discharge, weight decreased, decreased appetite, asthenia, feeling abnormal, oropharyngeal pain, arthralgia and fatigue outcome was unknown and the anxiety and depression was resolving. The reporter considered abdominal pain, anxiety, arthralgia, asthenia, decreased appetite, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, genital haemorrhage, menorrhagia, oropharyngeal pain, pelvic pain, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded; on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2013: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, dysmenorrhea, dyspareunia, anxiety, depression, endometriosis, ". Concerning the injuries reported in this case, the following ones were reported via social media: vaginal discharge, weight decreased, decreased appetite, asthenia, feeling abnormal, oropharyngeal pain, arthralgia, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff information form received. Outcome of the events pertaining to pain and bleeding updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic/pelvic pain is getting bad too / chronic pain') and genital haemorrhage ('general abnormal bleeding') in a 35-year-old female patient who had essure (batch no. A45110) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included constipation chronic, menstrual disorder, ovarian cyst, chronic interstitial cystitis, knee pain, stiff knees, knee swelling, muscle weakness, difficulty in walking, abnormality of gait, migraine, headache, tonsillectomy, dizziness, nausea, emesis, dysthymic disorder, tobacco user, decreased appetite, abdominal pain lower, fever, diarrhea and weakness. Concurrent conditions included chickenpox, rash, rosacea, thyroid disorder, paratubal cyst, attention deficit/hyperactivity disorder, peptic ulcer disease, muscle weakness lower limb and dysthymic disorder. Family history included cardiovascular disease, unspecified. Concomitant products included bupropion, celecoxib (celexa) and clonazepam for depression and anxiety as well as cetirizine hydrochloride (zyrtec), cyanocobalamin (cyanocobalamine), ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe), hydrocodone, ibuprofen, lidocaine, medroxyprogesterone acetate (depo-provera) (B)(6) 2012 to (B)(6) 2013, nabumetone and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems condition:mental anguish / psych injury") and depression ("psychological or psychiatric problems condition:depression / psych injury"). On (B)(6) 2013, the patient experienced endometriosis ("other injury(ies) or complication(s) please describe:endometriosis"), 11 months 7 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia) / menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("discharge"), decreased appetite ("I dont want to eat either"), asthenia ("I have no energy"), feeling abnormal ("this is just awful/now I am just miserable"), oropharyngeal pain ("my throat is so sore too"), arthralgia ("lot of joint pain"), fatigue ("fatigue") and abdominal pain ("abdominal pain") and was found to have weight decreased ("I just lost 7 ibs in 2 weeks"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy - left unilateral salpingectomy - right). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dyspareunia and abdominal pain had resolved, the genital haemorrhage, endometriosis, vaginal discharge, weight decreased, decreased appetite, asthenia, feeling abnormal, oropharyngeal pain, arthralgia and fatigue outcome was unknown and the anxiety, depression and dysmenorrhoea was resolving. The reporter considered abdominal pain, anxiety, arthralgia, asthenia, decreased appetite, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, genital haemorrhage, menorrhagia, oropharyngeal pain, pelvic pain, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded; on (B)(6) 2012: total bilateral occlusion. Imaging procedure - on (B)(6) 2013: bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, dysmenorrhea, dyspareunia, anxiety, depression, endometriosis, ". Concerning the injuries reported in this case, the following ones were reported via social media: vaginal discharge, weight decreased, decreased appetite, asthenia, feeling abnormal, oropharyngeal pain, arthralgia, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Lab data added. Events abdominal pain and general abnormal bleeding added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic/pelvic pain is getting bad too') in a 35-year-old female patient who had essure (batch no. A45110) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included constipation chronic, menstrual disorder, ovarian cyst, chronic interstitial cystitis, knee pain, stiff knees, knee swelling, muscle weakness, difficulty in walking, abnormality of gait, migraine, headache, tonsillectomy, dizziness, nausea, emesis, dysthymic disorder, tobacco user, decreased appetite, abdominal pain lower, fever, diarrhea and weakness. Concurrent conditions included chickenpox, rash, rosacea, thyroid disorder, paratubal cyst, attention deficit/hyperactivity disorder, peptic ulcer disease, muscle weakness lower limb and dysthymic disorder. Family history included cardiovascular disease, unspecified. Concomitant products included bupropion, celecoxib (celexa) and clonazepam for depression and anxiety as well as cetirizine hydrochloride (zyrtec), cyanocobalamin (cyanocobalamine), ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe), hydrocodone, ibuprofen, lidocaine, medroxyprogesterone acetate (depo-provera) (B)(6) 2012 to (B)(6) 2013, nabumetone and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems condition:mental anguish") and depression ("psychological or psychiatric problems condition:depression"). On (B)(6) 2013, the patient experienced endometriosis ("other injury(ies) or complication(s) please describe:endometriosis"), 11 months 7 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("discharge"), decreased appetite ("I dont want to eat either"), asthenia ("I have no energy"), feeling abnormal ("this is just awful/now I am just miserable"), oropharyngeal pain ("my throat is so sore too"), arthralgia ("lot of joint pain") and fatigue ("fatigue") and was found to have weight decreased ("I just lost 7 ibs in 2 weeks"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy - left unilateral salpingectomy - right). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, anxiety, depression and dysmenorrhoea was resolving, the menorrhagia, vaginal haemorrhage and dyspareunia had resolved and the endometriosis, vaginal discharge, weight decreased, decreased appetite, asthenia, feeling abnormal, oropharyngeal pain, arthralgia and fatigue outcome was unknown. The reporter considered anxiety, arthralgia, asthenia, decreased appetite, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, menorrhagia, oropharyngeal pain, pelvic pain, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded; on (B)(6) 2012: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, dysmenorrhea, dyspareunia, anxiety, depression, endometriosis, ". Concerning the injuries reported in this case, the following ones were reported via social media: vaginal discharge, weight decreased, decreased appetite, asthenia, feeling abnormal, oropharyngeal pain, arthralgia, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: content from medical records: social media received: events fatigue, lot of joint pain, my throat is so sore too, this is just awful/now I am just miserable, I have no energy, I don't want to eat either, I just lost 7 ibs in 2 weeks, discharge were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic') in a 35-year-old female patient who had essure (batch no. A45110) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included constipation chronic, menstrual disorder, ovarian cyst, chronic interstitial cystitis, knee pain, stiff knees, knee swelling, muscle weakness, difficulty in walking, abnormality of gait, migraine, headache, tonsillectomy, dizziness, nausea, emesis, dysthymic disorder, tobacco user, decreased appetite, abdominal pain lower, fever, diarrhea and weakness. Concurrent conditions included chickenpox, rash, rosacea, thyroid disorder, paratubal cyst, attention deficit/hyperactivity disorder, peptic ulcer disease, muscle weakness lower limb and dysthymic disorder. Family history included cardiovascular disease, unspecified. Concomitant products included bupropion, celecoxib (celexa) and clonazepam for depression and anxiety as well as cetirizine hydrochloride (zyrtec), cyanocobalamin (cyanocobalamine), ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe), hydrocodone, ibuprofen, lidocaine, medroxyprogesterone acetate (depo-provera) (B)(6) 2012 to (B)(6) 2013, nabumetone and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems condition:mental anguish") and depression ("psychological or psychiatric problems condition:depression"). On (B)(6) 2013, the patient experienced endometriosis ("other injury(ies) or complication(s) please describe:endometriosis"), 11 months 7 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oophorectomy - left unilateral salpingectomy - right). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, anxiety, depression and dysmenorrhoea was resolving, the menorrhagia, vaginal haemorrhage and dyspareunia had resolved and the endometriosis outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded; on (B)(6) 2012: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, dysmenorrhea, dyspareunia, anxiety, depression, endometriosis". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2019: quality-safety evaluation of ptc. (Product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.